Event description:
It was reported that the anchor was broken, during a meniscus repair. No patient injuries were reported

Manufacturer narrative:
One (B)(4) dynomite 2.0mm peek anchor preassembled needles fixation device returned. The 2mm peek anchor was not returned. The suture and double needle suture assembly were not returned. The only item returned is the insertion handle with shaft. It does not display any damage. This product has very specific prep instruction to use only smith& nephew drill bits and guides. Fracture of this product anchor during procedure is typically from excess force during tapping the implant into location. To prepare the insertion site, only use the smith & nephew drill guides and drill bits intended for use with the dynomite suture anchor or the implant may not be properly aligned. The drill bit is to be inspected for damage prior to use. The drill bit is not to be straighten or sharpened . Sharpening will alter the implantation site and could affect anchor stability. Response to further questions communicated that a 1.6mm drill was used for a normal density bone. This size is aligned with recommendations. Subsequent question to verify that the drill bit was a smith & nephew instrument was unanswered. No root cause associated with the manufacture of this device was determined.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.